Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had an infection of (B)(6) following implant of the ipg system which resulted in septic shock, multiple organ failure which led to cardiac arrest. The patient also experienced severe chest pain. The implantable pulse generator (ipg) was found to be defective as the titanium shell had been breached resulting in a failure of the device to sense and pace. Atrial capture was lost and there was a change in lead impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was asked to sit down as part of an eye exam and the chair skirted out underneath the patient at which point the patient's head was struck. This was reported to have set a chain of events which caused the patient to pass away. The patient's implantable pulse generator (ipg) system was reported to have been infected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.